Event description:
Procedure type: distal gastrectomy. According to the reporter: at the 1st firing, the device could be fired about 2cm and then stopped. The cartridge was replaced, but the result was the same. A new stapler was opened and a new cartridge was placed in it, but the same incident occurred. A third stapler was opened and changed cutting line, then the firing could be done successfully. There was add'l tissue loss. No bleeding occurred. Nothing fell into the pt cavity. Operative time was not extended.

Manufacturer narrative:
(B)(4).